Event description:
It was reported the patient was wondering what to do with their patient programmer because the device was explanted. The patient reports a shocking or jolting sensation. The patient states their healthcare provider admitted that he had the voltage up too high on their stimulator. The patient states it felt like it was electrocuting them. It was up so high, so he had the nurse "cut it off." The patient states this issue was about a month ago, 2 months at most. The patient states after this issue they told the healthcare provider they wanted the device taken out. The patient does not know the exact date of the explant.

Event description:
The patient mentions they has a stint in their heart and thinks this could have caused his death. (The patient is alive)

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0cc9z, implanted: (B)(6) 2013, product type lead. (B)(4).